Event description:
The customer complained of uncommanded x-ray without patient involvement. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The customer had wrapped the extra cable in such a manner that it was depressing the footswitch exposure button. The footswitch was replaced during the service call. The system was tested and found to be working as intended and put back into service.